Event description:
It was reported that the pump had a malfunction and was no longer working. Patient had been admitted since (B)(6) 2024. Per the nurse, they had been waiting for the patient¿s blood cultures to clear before placing a new central line. Each day presented challenges, and there were concerns about placing the new line. The length of stay was ongoing, although the exact reason for admission remained unspecified. It was unclear whether the pump provided by cvs, or the one provided by accredo, had malfunctioned. This was a continuous infusion, but the set flow rate and volume delivered remained unknown. They did replace the device. It was unknown if the patient had a backup device that they were able to switch to. The therapy was life sustaining. The outcome of the event was ongoing. The operator of the device was the lay user/patient. There was no information available on why the pump was malfunctioning. Relevant tests/laboratory data, including dates, other relevant history, and pre-existing conditions were unknown. It was not stated if the patient received medical treatment (anything that is not over-the-counter). There was unknown patient harm/adverse event reported.

Manufacturer narrative:
D4. Serial number, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.